Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump screen was black and made a high pitched screeching noise lasting 3-5 minutes. During troubleshooting with tandem technical support the customer was instructed to connect the pump to a power source. The pump screen came on however, the touch screen was observed to unresponsive and the customer could not unlock the pump successfully. In addition, the customer reported the pump experienced a reset unexpectedly and the pump date had been changed. Customer reported blood glucose level was 240 (mg/dl). Reportedly the customer has manual injections as alternate insulin therapy until the replacement pump is received.

Manufacturer narrative:
(B)(4).